Event description:
It was reported that there was difficulty deflating and retracting the balloon through the sheath after a successful subclavian angioplasty with femoral vein access. The patient was sent to surgery to perform a cutdown and remove the balloon. There was no reported complications or adverse clinical consequences to the patient.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Product and patient identifiers were requested; however, the user was unable/unwilling to provide the requested information.